Event description:
It was reported that during a left hemicolectomy procedure, there was an error code 5: instrument. Another device was used to complete the procedure. There was no patient consequence.